Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection, interrogation, and preliminary test results were normal. The cause of infection could not be traced to the device.

Event description:
It was reported that a patient presented in-clinic. Prior examination and taking of blood cultures had revealed infection. The patient's pacemaker was explanted on (B)(6) 2021. The patient was stable throughout and no adverse consequences were reported.